Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a patient underwent a revision surgery due to fluid loss with an inflatable penile prosthesis (ipp). There were no patient complications.

Event description:
It was reported that a patient underwent a revision surgery due to fluid loss with an inflatable penile prosthesis (ipp). There were no patient complications.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The ams 700 inflatable penile prosthesis (ipp) cylinders were visually inspected, and leak tested. Both cylinders had wear at fold in the middle and distal end of the cylinder. Both cylinders passed the leakage test. The momentary squeeze (ms) pump was visually tested. Under microscope observation, contamination (bodily fluid) was found within the ms pump. Due to the contamination, the pump was not functionally tested. The ams 700 flat reservoir was visually inspected, and leak tested. The flat reservoir had wear at a fold in the reservoir shell, and passed the leak test. Product analysis is unable to confirm the reported clinical observation. The reason for fluid loss could not be determined due to insufficient information to determine the most probable cause for the reported issue.